Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 9612007-2018-00017, 9612007-2018-00018, 9612007-2018-00019.

Event description:
This is 3 of 4. Information was received from a distributor on behalf of the customer on 31jul2018 for mfg. Report number 9612007-2018-00017 indicating that the surgeon had a similar issue of the osvii shunt not draining with three previous osv2ii but the surgeon never reported them. Additional information has been requested.

Manufacturer narrative:
No device is available for investigation. No traceability information was available. The complaint is unverifiable and the root cause could not be determined.

Event description:
N/a.

Manufacturer narrative:
Additional information received from the distributor on august 22, 2018 with the following: the doctor complained that the shunt was under-draining. The consequences for the patient was shunt revision. Current condition of the patient was unknown. The underlying medical condition of the patient was hydrocephalus. No product details available.